Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the office due to hearing beeping tones from the device. The crt-d was interrogated and found to have received an alert that indicated high out of range pacing impedance measurements on this right atrial (ra) lead were recorded. Technical services (ts) checked device settings and was able to confirm that the beeping tones were programmed on. Ts also confirmed ra lead pacing impedances were out of range measuring to be greater than 2000 ohms. Ts believes cause to be possibly due to spring contact issue and discussed programming options considerations with the hcp. At this time, the crt-d and this ra lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).